Event description:
Pt with history of hypertension and diabetes mellitus, who has developed end-stage renal disease. Pt had placement of ateriovenous shunt, left forearm on 3/12/97. Since that time, she has had previous thrombectomy of arterial venous shunt (5/23/97, 7/16/97, 8/29/97, 9/19/97, 10/31/97), thrombectomy of brachial artery (5/23/97, 7/16/97, 8/29/97, 10/31/97), angioplasty of brachial artery (5/23/97), angioplasty of brachial vein (5/23/97), thrombectomy of basilic vein (7/16/97, 8/29/97), angioplasty of the basilic vein and venous anastomisis (7/16/97, 8/29/97, 10/31/97), and venograms (9/19/97, 2/9/98). Pt came in for another angioplasty on 3/9/98. During procedure, during the final inflation of the balloon catheter, the balloon apparently ruptured, and detached from the catheter. Fluoroscopy did not reveal remains of balloon. Pt admitted for observation and discharged on the same afternoon (3/9/98). Pt has not experienced any problems to date of this report.